Event description:
Gastric by-pass- "clip applier malfunctioned- clips scissored. Surgeons said he was clipping over structure straight on clips would not close all scissored some more extreme than others. Went through 3 clip applier only returned one." Patient status: "as expected"

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections.  The root cause of the scissoring experienced by the customer may have been the result of the application structure size or the location of the vessel within the clip, which prevented proper clip closure. Engineering was able to recreate the clip misalignment at adverse application orientations. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.